Event description:
New information notes that after the programming changes were made, the device exhibited episodes of myopotential oversensing. The oversensing could not be reproduced in clinic. The patient will continue to be followed with routine follow-up.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with device showing post paced t wave oversensing. Programming changes were made and the issue was resolved. The patient condition was good.

Event description:
New information received notes that programming changes were done. No further information available.